Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The product is expected to be returned for analysis but was not received by the time this report was submitted. Based on the information provided to date by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. A follow-up medwatch report will be filed if the product is returned for analysis or additional information is received.

Event description:
During the procedure, it seems that there is damage/cut on the distal tip part. The wire coating was slightly bald, and it appears that the metal was exposed. Procedure outcome: completed with this device.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The device was returned for analysis on 07/13/2017. As received, the specimen consisted of one-1 safari2 275cm x sml crv; returned coiled, loose, and double-bagged within "zip-lock" style poly pouches. The returned specimen presented damage to the coil and core wires at the distal tip; however, both joints (distal and proximal) were still intact by non-destructive pull testing. There was no evidence of a core wire fracture or separation. There was no evidence of coating removal - the distal tip of the device is designed to be uncoated in the weld region and adjacent wraps. The specimen also presented offset coil wraps scattered over the distal 80cm, creating oversized diameters. It was not possible to assign a definitive root cause for the event as reported. Because the procedure was completed with this device, the damage appeared to have been incurred during the clinical use and was not pre-existing. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.